Manufacturer narrative:
Exact date unknown, event occurred a month from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation following a non device related back surgery. The patient underwent a revision wherein the ipg was replaced and that the patient was doing well postoperatively. The explanted ipg was discarded.